Manufacturer narrative:
The field service representative (fsr) received an email from the ccp stating he had a failed level sensor that was not working. The ccp said the cable appeared to be bad and asked if the fsr could send him one. The fsr sent a new level sensor from van stock to the hospital. The ccp installed the new level sensor and verified operation. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the yellow level sensor failed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) found damage to the yellow level sensor¿s cable. When the pst connected the level sensor to a level detect module that was connected to a system-1 simulator, the sensor operated as intended. When the cable was mechanically agitated in the area of the noted damage, the sensor caused the system to issue a ¿disconnected¿ message. There was no indication how the sensor cable was damaged. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.